Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) to report that the he was experiencing a power issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue with the subject meter began (B)(6) 2011, at 3 am. The cca noted that the patient manages his diabetes with insulin (self-adjuster) and due to the issue with the meter not turning on, the patient skipped meals. Approximately 9-10 hours later, the patient claimed that he felt shaky after the alleged issue started. It is unknown if the patient received medical treatment, in response to this symptom. There was no other device available at the time of concern. At the time of troubleshooting, the cca noted that the battery was not due for replacement. The strips were also confirmed as the correct type and there was no information of misuse of meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.